Manufacturer narrative:
Manufacturers ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on 30jul2020: filter was retrieved with retrieval set.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: the investigation is based on the event description only. It was reported that the filter would not release and was retrieved by retrieval set. A minor note informed that the filter had tilted, but no adverse event to the patient was reported. No product was returned and no imaging was provided, but since the non-released filter was retrieved by a retrieval device, it is assumed, that the filter was advanced from femoral approach. However, based on the information provided and without the actual complaint device it would be inappropriate to speculate at what may or may not have caused the reported difficulties in releasing the filter. Also, it would be inappropriate to speculate at the reported filter tilt, since assumingly the filter was not released, thus still loaded to the femoral introducer by the primary filter legs. The instructions for use specify how to advance the filter to the target site and how to properly release the filter. There are adequate controls in place to ensure the device was manufactured to specifications and it was assessed that because any discovered non-conformances were properly dispositioned before qc release, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). Similar to device under PMA/510(k) k171712. Investigation is still in progress.

Event description:
Description of event according to initial reporter: the device did not release during the procedure. Patient outcome: no adverse effects was reported on the patient due to this occurrence.